Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during use of the cook bakri postpartum balloon, the stopcock failed, and the balloon would not hold the solution. However, it still functioned long enough to have some effect, and there were no injuries or additional procedures.